Event description:
The device was used during an unreported procedure. The 511s would not arm during the case. There was no consequence to the pt.

Manufacturer narrative:
A1,2,3,4,b6,7,d10-information not provided by user facility. D6,h8-information not available. Based upon the information received and the visual examination, it was confirmed that the instrument "would not arm" during surgery. The instrument's endcap was disassembled and no anomalies or deformities were observed. No conclusion could be reached as to how this had occurred. Appropriate engineering and mfg personnel have been informed of this incident.